Event description:
It was reported that the insulin pump had an unresponsive keypad after alerting high blood glucose. The blood glucose reading was 232 mg/dl. The customer stated that he was unable to clear the alarm, but the device did not say button error. He had had the insulin pump in the pocket of his bathing suit. He also noted that there was a slight buzz coming from the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces. Insulin pump received with no moisture damage on the electronics, motor, vibrator motor or battery tube assembly. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.